Manufacturer narrative:
(B)(4) - incision enlargement,removal and replacement of intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that after implantation of the intraocular lens debris were noted on the surface of the lens requiring the surgeon to remove and replace the lens within the same procedure. In addition it was stated that the incision was required to be enlarged while attempting to remove the lens.

Manufacturer narrative:
The ar40e lens was returned to the manufacturer for evaluation. The lens was visually inspected at 18¿ distance with unaided eye. The ar40e lens was visually inspected under a microscope. Surface residuals (particles and fibers) were observed on lens and could be related to handling the lens. No debris/particles related to the customer claim was observed on the lens. Lens was observed with what appeared to be viscoelastic residue which indicates that the unit was prepared and handled for surgical use. Also, it was observed that the lens was returned with two haptics detached. The lens condition is consistent with a lens that was removed and replaced from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. Date of this report in the initial MDR is incorrect. Date of this report has been corrected to: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.